Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (packing coils), a lantern delivery microcatheter (lantern), a non-penumbra coil, and a 5f catheter. It should be noted that the patient¿s anatomy was moderately tortuous and moderately calcified. The physician placed the non-penumbra coil and four packing coils into the target vessel using the lantern and the 5f catheter. While attempting to reposition another packing coil multiple times, the coil unintentionally detached. Therefore, the lantern containing the detached packing coil was removed from the patient and the coil was flushed out of the lantern on the back table. The procedure was completed using new packing coils, the same lantern, and the same 5f catheter. There was no report of an adverse effect to the patient.